Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve procedure, the reload was fired correctly the first time, when the knife blade was retracting, it stopped in the middle. The surgeon had to press down on the button again because the jaws would not open. The knife blade then moved forward to the end again and retracted as normal. A new reload was used to resolve the issue. There was no patient injury.